Event description:
Customer reported a hole in the tubing during an infusion on a pt. No pt harm reported or medical intervention required. Product not rec'd as of the time of this report. If product rec'd, a follow up report will be sent when investigation complete.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR.